Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an inoperable display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operated within the manufacturer specifications.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) and backlight inverters pcb were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition and no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.